Event description:
It was reported that during an oesophagectomy procedure, a solid tone occurred but no error code appeared. When cleaning the shear, the tip fell off. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.